Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation identified the following non-reportable findings: the adhesive on bending section cover had a chip; due to wear of angle wire, bending angle in up direction did not meet the standard value; due to looseness of insertion pipe, connection between insertion pipe and control unit was not secured; the bending section cover, video connector, video connector case, light guide-cover glass, up/down angulation lever plate, angulation lever, grip, control unit, and the right/left plate had a scratch; switch 1 had a scratch and was dirty; light guide connector had a scratch and was deformed; and due to damage on charged coupled device unit, the image had white dots. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope had an error display. The issue was found during a therapeutic thoracoscopic surgery, which was completed without delay with another device. There were no reports of patient harm.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to stress of repeated use, external factors, or handling, or that the components including ic chip and capacitor, mounted on the electric circuit board had a defect. The event can be detected/prevented by following the inspection method for the event is described as follows in ¿chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system¿ of the operator's manual: confirm that the wli and nbi endoscopic images are normal. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. (See figure 3.23) 4 adjust the brightness level as appropriate. 5 confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Olympus will continue to monitor field performance for this device.